Manufacturer narrative:
Additional manufacturer narrative - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4). According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Specifically, the IFU warns that adverse events that may occur and / or require intervention include, but are not limited to endoleak.

Event description:
On (B)(6) 2010, this patient underwent an endovascular repair of a dissected aneurysm in the descending thoracic aorta using a gore® tag® thoracic endoprosthesis. The preoperative aneurysm diameter measured 52 mm. On (B)(6) 2010, a minor type ii endoleak was identified. The source of the type ii endoleak was not reported. The aneurysm diameter measured 52 mm. On (B)(6) 2011, the persistent type ii endoleak was identified. The aneurysm diameter measured 52 mm. On (B)(6) 2011, coil embolization was performed to treat the type ii endoleak. On (B)(6) 2011, the type ii endoleak remained. The aneurysm diameter measured 52 mm. On (B)(6) 2012, the persistent type ii endoleak was identified. The aneurysm diameter measured 51 mm. On (B)(6) 2013, the persistent type ii endoleak was identified. The aneurysm diameter measured 51 mm. No additional reintervention has been reported.